Manufacturer narrative:
Boston scientific received new information that the pacing impedance measurements remained at >2000 ohms. Another red alert was issued in latitude for the out of range measurement. A clinician then reported that the patient could not tolerate right ventricular pacing so the pacing output was reprogrammed to below thresholds. Left ventricular and atrial pacing remained programmed on for this patient. Technical services discussed that this programming could impact the device's ability to deliver critical therapy, but device programming was at the physician's discretion. The device and lead system remains implanted. No adverse patient effects have been reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
Boston scientific received new information that a lead revision was performed. This defibrillation lead was explanted and was replaced with a competitive defibrillation lead. As of today, the explanted lead has not been returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of >2000 ohms. A red alert was issued in latitude for this out of range measurement. It was noted in latitude that the right ventricular pacing impedances had been in the 1800-1900 ohms range for some time.

Manufacturer narrative:
The field representative later confirmed that the lead had been sent to the hospital's epidemiology department and will be disposed of by the hospital after their testing is complete. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative believed that the patient had undergone a lead revision, but there was no evidence that a lead revision occurred. The rv pacing impedances remain in the range of 1990 ohms to >2000 ohms. The patient had not been seen in the clinic, and was being followed in latitude with weekly checks. As of today, the lead remains in service without further complication. No adverse patient effects were reported. This report will be updated if additional information is received.